Event description:
The pt's pump motor stalled. The motor stall was confirmed with no recovery. No additional info was reported. The medications being delivered via the device system were fentanyl, dilaudid, and clonidine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).